Event description:
The following was reported to hamilton medical ag: the red x on the tesla spy board is blinking, unable to reset the tesla spy board. When the vent is turned on there is a constant alarm. No consequences or patient harm occurred.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation, neither the log files of the event. The patient was not harmed during the event. Hamilton medical ag case number is: (B)(4).